Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the redapt sleeveless monolithic stem. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and did not reveal any defects. The clinical/medical investigation concluded that, the reported stem subsidence, reduced leg length, and subsequent revision were related to the reported failed greater trochanter fixation (zimmer). The provided undated x-rays were reviewed. Previous images were not provided for comparison to review amount of subsidence, but the images provided are consistent as there is radiolucencies around the stem and within the greater trochanter consistent with subsidence. It cannot be concluded there was a mal performance of the smith and nephew implants. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that subsidence which has resulted in revision surgery and has occurred in conjunction with compaction grafting procedures usually may occur as a result of insufficient graft material, improper cement techniques, and/or varus stem alignment. This has been identified in adverse events in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error, surgical complication, dislocation, dissociation, size selected and/or healing factors. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery was performed, the patient experienced unspecified symptom due to failed greater trochanter fixation in previous surgery and subsequent stem subsidence. This adverse event was treated by a revision surgery on (B)(6) 2023, but it was cancelled due to the surgeon being unwell and unavailable to perform surgery on the day, so it was booked to (B)(6) 2023 in which the stem subsidence resulted in reduced leg length and an incision was made. In addition, the redapt slvls mono stem 240mm sz 16 ho was exchanged. Patient's current health status is unknown.